Manufacturer narrative:
Concomitant medical products: 7122q lead, implanted: (B)(6)n2013; etlw1624c124e stent graft, implanted: (B)(6) 2013; etbf2816c166e stent graft, implanted: (B)(6) 2013; etlw1616c93e stent graft, implanted: (B)(6) 2013; etlw1613c93e stent graft. Implanted: (B)(6) 2013; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was removed due to an infection. The lead was replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had been dislodged prior to explant due to the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.